Manufacturer narrative:
This device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The shields were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed the leakage current test. Complainant indicated that there was no patient involvement at the time of the reported malfunction.